Event description:
It was reported that the end of the drill bit broke off.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: the received device shows a complete fracture of the shaft at the distal end near the tip that completely bisects the diameter of the screwdriver with the torx head driver broken off and missing. The fracture surface is relatively flat and granular in appearance. The observed fracture features are consistent with a brittle torsional failure. Due to the nature of the retuned device a functional or dimensional inspection was not possible since the returned device was returned broken with a functional and measurable part of the instrument broken off and missing. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. Additionally, a material hardness test was performed on the instrument and met manufacturing specifications. Based on investigation, the root cause was attributed to a user related issue. The event was caused by torsional forces being applied to it beyond it design limits, resulting in a brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the end of the drill bit broke off.